Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Service investigation revealed a reportable problems. Upon investigation, the monitor was resetting. The cause for the resets was unable to be positively determined. A root cause investigation is underway. A supplemental report will be submitted upon completion. No adverse event resulted from the defective response button. The patient received a replacement monitor.

Event description:
A (B)(6) female patient's monitor was returned for an unrelated event. Upon servicing the monitor a reportable problem was discovered. The monitor was resetting. The patient was issued a replacement monitor.